Manufacturer narrative:
The company rep examined the sys and could not replicate the problem reported. The software was upgraded. Preventive maintenance was performed. The system was then tested and met all product specifications. The svc report indicates that there was a power fluctuation at the facility when the reported event occurred. A review of the sys event log did not reveal any system message or unusual event captured on the date of the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported the system locked during a procedure. The procedure was completed after exchanging the system. There was no pt harm.